Event description:
The complainant is a new user to the system. He states that his readings have "been all over the place". He states that he would get a 160 mg/dl and then repeat the test and would get a 303 mg/dl. He stated that after consuming a rather large breakfast he received a result in the 420 mg/dl range. He ate a lunch and dinner and his blood sugar registered 157 mg/dl. It is unk if insulin was taken. Check paddle results were within specification. However, normal control testing gave a few results outside of evaluation. No serious injury or death occurred.